Event description:
Approx 4 hrs into a stem cell collection, the optia device started to display an alarm. Some small air bubbles were noted in the cassette tray. Reason for use: multiple myeloma pt in for a stem cell collection.